Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has a "camera error when plugged to the stack" no further details were made available. There were no reports of patient harm.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
Update: d8, d9, g3, h1, h2, h3, h4, h6 and h10 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found flooding in the device. A device history review was conducted and revealed no problems. This issue is addressed in the instructions for use (IFU): [section where IFU applicable for communication error] 4.1 precautions(warning) ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Connection to the video system center(warning) ¿push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor, so that no image could be displayed. [Section where IFU applicable for flooding] precautions for disappeared or frozen endoscopic image(warning) ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause cannot be identified. Olympus will continue to monitor the filed performance of the device.